Manufacturer narrative:
(B)(4). Additional information was received seven months after the initial observations were reported confirming the lv pacing impedance was still greater than 2000 ohms. Additional testing was recommended. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). A revision procedure was performed and the lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The caller stated that they reprogrammed the lead vectors to tip to ring for pacing and tip to ring for sensing and saw no further noise or impedance issues. The physician will continue to monitor this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel with corresponding noise. The patient was brought in for testing and they could not reproduce any out of range measurements and impedance was found to be in range again. Threshold measurements were within normal limits and an x-ray was unremarkable for any lead issues. However, a fracture of the proximal conductor coil is possible as out of range impedance measurements were noted with the lead programmed tip to ring for sensing and ring to right ventricular (rv) for pacing. No adverse patient effects were reported.